Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer observed an air bubble in the infusion set tubing. Customer could not prime air out and changed the infusion set to resolve the issue. Customer's blood glucose was 234 mg/dl.